Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an atrial tachycardia procedure, blood pressure was unable to be measured after a successful transseptal puncture. The brk and introducer were removed and skived material was occluding the needle tip. The procedure was cancelled following concerns of pericardial effusion after crossing the transseptal puncture site while using the ablation catheter. However, ultrasound revealed fat around the epicardial tissue and not an effusion. The patient is in stable condition.

Manufacturer narrative:
The reported event of skiving was confirmed. No resistance was noted when a brk needle/stylet assembly from current inventory was advanced through the returned dilator; however, the dilator tubing was cut lengthwise and evidence of skiving was noted along the inner wall of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the skiving remains unknown.